Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. Additional information received: sales rep stated that post op bleeding was noted and patient was taken back into surgery for a bowel obstruction. No alleged deficiencies were noted during the initial procedure. 75 blue reloads were used on the bowel. Sales rep has tried to observe future cases but surgeons have stopped using the ethicon device. Surgeon has not been willing to discuss procedure in further detail.

Manufacturer narrative:
(B)(4). Date sent: 7/19/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the or experience with the device? Were there any issues with device use/firing? Was there any difficulty removing the device? Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Please provide an exact timeline of events. Answer: preoperative chemotherapy and radiation is unknown. No issues were experienced with the device during surgery and no malformed staplers were identified along the staple line. He is very well trained in ethicon stapling products. No difficulty removing or firing the device. Patient received 2 liters of blood after losing 4 liters post-operatively. Patient has recovered.

Manufacturer narrative:
(B)(4). Date sent 7/11/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the or experience with the device? Were there any issues with device use/firing? Was there any difficulty removing the device? Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Please provide an exact timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure that a patient bleeding post-op that required the patient to get 2 liters of blood after they bleed 4 liters. The patient has recovered without any further issues. No additional details provided to the rep.